Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a leak while using the alinity m system. The customer reported a leak on the alinity m system to the field service engineer (fse). The leak was outside of the footprint of the instrument. The liquid reached the walking surface. There were no injuries associated with the leak and all appropriate personal protective equipment (ppe) was worn during cleaning and decontamination. The leak was coming from the lysis pump as the tubings were not tightened well. The system solutions drawer, the floor, and the floor liner were all cleaned and decontaminated per the service manual. All the tubings were checked and tightened. All verifications passed. The customer accepted the instrument for routine use. There was no patient involved as the leak was identified by the alinity m system user.